Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the flex joint for universal surgical manipulator (usm) 1 due to error 32100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The flex joint was analyzed and found that error 32100 had occurred. Visual inspection was performed and no problem related to the reported issue was found. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause of the reported event is not determinable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that arm 1 was displaying recoverable fault 32100 and did not recover. Tse had customer move arm around and power cycle system, however system still received errors at startup. Customer switched out the robot for case; all 4 arms were needed for the case. The procedure was aborted to another dv system with no reported injury.